Event description:
Event description cpi received information that this bipolar lead was removed from service. During a routine replacement procedure of an implantable pulse generator (ipg) the lead was found to be fractured. A new bipolar lead was implanted.